Manufacturer narrative:
Citation: potluri s., et al. Comparison of frequency of vascular complications with ultrasound-guided versus fluoroscopic roadmap-guided femoral arterial access in patients who underwent transcatheter aortic valve implantation. Am j cardiol. 2020 oct 1;132:93-99. Pmid: (B)(4). Doi: 10.1016/j.amjcard.2020.07.013. Epub 2020 jul 13. Earliest date of publish used for date of event [and date of death]. [Medtronic products referenced: evolut r (PMA# p130021, product code: npt). Earliest approved product used for product code and PMA#.] No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature comparing rates of vascular complications between ultrasound-guided (usg) versus fluor oscopy-guided (fg) femoral artery access for transcatheter aortic valve implantation (tavi). All data were retrospectively collected from a single center between july 2012 and july 2017. The study population included 612 patients (predominantly male, mean age 83 years), 47 of which were implanted with medtronic evolut r bioprosthetic valves using the enveo delivery catheter system (unique device identifier numbers not provided). Among all patients, 1-year mortality was 9.8% in the usg group and 11.6% in the fg group. No further information was provided. Based on the available information medtronic product was not directly associated with the deaths. Among all patients, adverse events included: major uncharacterized vascular complications during femoral access for tavi. Based on the available information medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.